Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult advancement. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult advancement appears to be related to challenging patient anatomy (thick septum, "nodule" type structure on septum). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr), thick septum, previous cardiac surgery and restricted posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while performing transeptal puncture. A bulge was observed on the septum possibly due to previous cardiac surgery. An attempt was made to advance steerable guide catheter(sgc) into septum and resistance was felt. The clip was inserted into sgc and was observed under fluoroscopy and echo guidance. It was noted that sgc and clip were not inside the septum. The clip and sgc were removed from anatomy. Upon removal, visual inspection revealed damage to the polyester covering of the clip. A new mitraclip ntw device was prepared. An intra-aortic balloon pump was inserted to facilitate septal dilation. The sgc was reintroduced into the anatomy, and the ntw clip was successfully deployed. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.